Event description:
Patient was revised to address stem loosening at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
The device associated with this report was not returned. Examination of supplied patient x-rays revealed evidence suggesting device loosening. Review of the device history records and complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The investigation could not draw any conclusions about the root cause of the device loosening based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.